Manufacturer narrative:
(B)(4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2010 due an incident of hyperglycemia. Per the reporter he was brought to the hospital with a blood glucose of >700 mg/dl. Upon admission, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.